Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy dialysate. The cause of the peritonitis was reported as unknown "but also that it was worked unsterile" (no further clarification was provided). It was not reported if the patient was hospitalized for the event. The patient was treated with vancocin and gentamycin intraperitoneally (duration not reported). Seven days after onset, the patient was started on vancocin and obracin ( 1-1.5g three times per week / 80mg/d intraperitoneally for 38 days) at the time of this report, the patient outcome was not reported. Pd therapy was ongoing with treatment. No additional information is available.